Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #: 1225714-2013-02397.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02396 and 1225714-2013-02397.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired the same day. It was further alleged the event was caused by the patients exposure to the product administered during dialysis treatment.